Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 332 mg/dl. Customer stated that he wore the insulin pump during an x-ray procedure. No further information was provided.